Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's both t12 and l1 drg leads had migrated. Surgical intervention was undertaken wherein both leads were explanted. However, the l1 was entangled in scar tissue in the epidural space and broke off while being removed. The lead was partially left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.